Manufacturer narrative:
Samples from patients 10 - 14 were provided for investigation. For samples 10 and 11, an interfering factor to the ft3 assay was detected. This limitation is covered in product labeling. For samples 12, 13, and 14, no interfering factors were detected. Ft3 measurements of samples 10 and 12 were within the reference range when measured with the sales lot of reagent. Ft3 measurements of sample 11 were above the reference range when measured with the sales lot of reagent. Samples 13 and 14 had ft3 measurements which were slightly above the measuring range when measured on the elecsys 2010 analyzer and cobas e 411 immunoassay analyzer. Samples 13 and 14 had ft3 measurements which were nearly within the reference range when measured on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. For the result differences of the tsh, ft3, and ft4 assays, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The normal reference ranges for assays from different vendors can equally be different. This relates to the population used and the calculation mode.

Manufacturer narrative:
The customer stated that they received erroneous results for an additional 5 patients. Samples from these patients had differences in results when comparing values from the e170 and beckman access analyzers. It is unclear which results have been reported outside the laboratory; clarification has been requested. No adverse events were alleged to have occurred with the patients. Tsh, ft3, and ft4 reagent lot numbers were asked for, but not provided for these samples.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for 9 patients tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The customer complains that the ft3 and ft4 results from the e170 were higher than results obtained on a beckman access analyzer. The customer stated that the same samples tested on the e170 analyzer were also tested on the beckman access analyzer. This medwatch will apply to the ft3 reagent, lot number 203102. Please refer to the following medwatches for information related to the other assays: refer to the medwatch with patient identifier (B)(6) for information related to tsh. Refer to the medwatch with patient identifier (B)(6) for information related to ft3 lot number 183221. Refer to the medwatch with patient identifier (B)(6) for information related to ft4. Refer to the attachment for all patient data. For each patient, tests highlighted in yellow indicate that these tests had erroneous results. It is unclear which results have been reported outside the laboratory; clarification has been requested. No adverse events were alleged to have occurred with the patients. The serial number of the e170 analyzer was asked for, but not provided.